Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer was using cold insulin, which is considered off label insulin use per the tandem user guide. The customer reverted to manual dose injection.

Manufacturer narrative:
Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.